Event description:
Additional information was received and the telemetry strip was blank for the drug name in the infusion drug section.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine 10mg/ml at 6.207mg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. It was reported that the patient thought their pump was completely out. The patient was hearing horrible alarms from the pump. The patient stated that their pump was not filled on (B)(6) 2017 because the healthcare provider failed to order the medication. The pump was to be filled (B)(6) 2017. The patient stated that they could feel the pump was out and felt like it ran out friday or saturday. The patient was hurting and she can barely move, stand up or walk. The patient stated that on the telemetry strip 0.1mcg/ ml and there was no drug name. The clonidine was taken out in 2011. The reservoir volume said 40ml and the time before it said 1.5ml. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# (B)(4), product type programmer, physician. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional and it was reported that the only drug in the pump was morphine. The cause for the telemetry strip being blank for the second drug name in the infusion drug section was unknown and it was unknown if it was intentional. No further patient complications have been reported as a result of this event.